Event description:
It was reported in a service report that a cot would not lock when weight was present. No adverse consequence reported.

Manufacturer narrative:
Phone messages were left for the customer at two different phone numbers more than 3 times. No responses have been rec'd. The service technician examined the cot and found it to be operating to spec.